Event description:
It was reported by the physician that resistance was noted during catheter removal and broke leaving approximately 1-1/2" of the distal portion inside the patient. The distal portion remains in the patient at the time of the report and is reported to be fine.

Manufacturer narrative:
The information contained herein is based on the information provided by the initial reporter and product evaluation. Two catheters were received for evaluation and investigation. Visual inspection of catheter #1 found it was broken off at its mid-body section and appeared to be overstretched missing 5" of the distal end of the catheter. Visual examination of catheter #2 showed that the catheter met specifications. It was reported by the physician that resistance was noted during catheter removal and broke leaving approximately 1-1/2" of the distal portion inside the patient. Based on this information received, the technique used in the removal of the catheter most likely contributed to the reported incident. The on-q catheter directions for use include catheter removal instructions to ensure safe removal (B) (4). In addition I-flow has prepared a technical bulletin in order to prevent or decrease catheter breaks entitled: "tips for preventing in-situ catheter breakage with the on-q post-op pain relief system." (B) (4). A review of the lot history found no other complaints for catheter break. It is worth noting that I-flow's catheters are made of non-toxic, medical-grade material that meets iso (B) (4) tissue compatibility guidelines for implantation of up to 30-days; complications may arise if a catheter (or portion thereof) is left in the body for longer than this period of time.